Manufacturer narrative:
Sv 2.4a. On (B)(6) 2017 customer returned insulin pump for an alleged radio frequency communicating issued. Device received with constant a64 alarm due to faulty connector radio frequency board. Unable to perform self-test and displacement test due to faulty connector radio frequency board. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the electrical board and powered the insulin pump on using the battery simulator and the device powered up normally. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, the original radio frequency was removed and replace with a test radio frequency board. No anomalies was notice after battery insert. Problem isolated to radio frequency board. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer assisted insulin pump connecting to blood glucose meter . No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.